Event description:
It was reported that a pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was implanted successfully. No patient complications occurred. One day post procedure, the patient developed a pericardial effusion and a drain was placed. The patient required several days in the hospital for recovery the patient was discharged and is now doing fine.